Event description:
A (B)(6) y/o pt to the emergency department of (B)(6) hospital complaining of abdominal pain, vomiting and fever. The attending physician ordered a urinalysis to confirm / refute a diagnosis of urinary tract infection. The operator of the uf-1000; fully automated urine particle analyzer ran this pt's sample on the analyzer. The attorney for the facility stated that the lab tech accidentally included that spermatozoa was present on the pt's report. Sperm is a flagged consistent on the pt's report. Sperm is a flagged constituent on the analyzer; flags are meant to alert the operator to sample abnormality requiring verification prior to reporting. The tech missed the flag and spermatozoa was reported. The result later was determined to be a false positive. The facility's child sexual abuse protocol was triggered given the child's age. Local police and child protective services were contacted. The child was transferred to another facility for an unnecessary examination with a diagnosis of suspected abuse of a child. Investigations typically include examination of genitalia and collections of swabs for culture and presence of foreign dna. Such invasive examination may be mentally and emotionally damaging to a pt of this age.

Manufacturer narrative:
No evidence was provided to support that an actual device failure occurred or that the device failed to perform within specs. Analyzer printouts would demonstrate the analyzer's findings with this sample. The user's instruction was contacted by multiple individuals from siemens healthcare diagnostics products, which sells and services these analyzers in the us, to obtain the printouts, however, the user and the attorney were unwilling to provide these. The attorney stated that these results were reported by mistake.